Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer alleged the pump error 4 (the motor arm cannot communicate with the main arm) and pump error 53 (software error detected) alarms. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed. Customer was able to clear the error, complete the rewind process and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed self-test. Customer has not used quick bolus speed feature on an impacted pump. No harm requiring medical intervention was reported. No product return is required for mmt-1884.

Manufacturer narrative:
Unit passed the displacement test, rewind, prime/seating test, basic occlusion test dat test and force sensor test. Unit passed sleep current measurement and active current measurement. No unexpected insulin flow blocked alarm noted. All basal profiles delivered properly their indicated amounts and were verified in the daily total screen. History was download successfully using thumps software. Pump error 53 alarm confirmed on (B)(6) 2025 09:40:08:000 pm and pump error 4 alarm on (B)(6) 2025 09:40:08:000 pm due to moisture damage at electronics assembly. Unit was cut open to perform visual inspection and found no moisture damage on the pcba 1 / pcba 2 / force sensor / motor. The following were noted during visual inspection cracked battery tube threads and cracked case near belt clip rails. Pump error 53 and pump error 4 alarm were not confirmed due to moisture damage. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.